Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose abd low blood glucose. The customer¿s blood glucose level was 457 mg/dl,449 mg/dl,61 mg/dl,273 mg/dl,205 mg/dl. For low blood glucose the customer was treated with a mocha drink and cookie. The customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. No pump/sensor communication anomaly or calibration anomaly noted during testing. (B)(4).